Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.